Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker. At the repair bench, the device received a new speaker. The device was returned to the customer.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.